Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2018-00343. (B)(4). Approximate age of device ¿ 14 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was post-op day 15 from a pump exchange secondary to confirmed pump thrombosis. On (B)(6) 2018, the patient presented to the clinic with an elevation in their lactate dehydrogenase (ldh) to the mid 400''s u/l (baseline 200''s u/l) and transient power elevations. The patient was therapeutic on anticoagulation regimen that included aspirin, coumadin and brilinta. On (B)(6) 2018, a ramp echocardiogram was performed and the results were normal. On (B)(6) 2018, it was reported that the patient was started on a high dose heparin infusion in response to the elevated ldh. The patient ¿s ldh trended back down to baseline and the transient power elevations resolved. The patient was at home and doing well. The customer planned to continue to closely monitor the patient in an outpatient setting with routine labs to assess hemolysis markers. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The submitted system controller log files appeared to show the system operating as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.